Event description:
It was reported that a broken haptic was noticed when the intraocular lens (iol) was inserted and then removed during the same procedure. The lens was replaced during the same procedure with the same type of lens. It was stated that the incision was enlarged to remove the iol. The cartridge model and lot number were unknown. No patient injury was reported. The patient was reported to be doing fine. It was stated that the product is not being returned; only the packaging is being returned. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Lenses are 100% inspected at 10x microscope magnification. No issues were reported during the manufacturing process of this production order. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.